Manufacturer narrative:
(B)(4). The unit passed displacement, sleep current measurement, and active current measurement tests. During testing however, multiple unexpected pump error did occur. Pump trace download analysis confirmed the unit alarmed pump error . The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm and low battery alarm. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.